Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that after performing the first ablation without issue, the resident pulled the fiber back for a second ablation and noticed a small leak in the catheter. A medtronic representative (rep) inspected the catheter and reported there was a pinhole leak in the outer sheathing roughly 230 mm back from the tip. The leak was described as a slow drip, and was located on the portion of the catheter external to the patient's anatomy. The surgical team determined the remaining ablations were unlikely to be impacted and were performed without issue. There was a two minute delay. There was no impact on the patient's outcome.

Manufacturer narrative:
H3/h6: the catheter was returned and analyzed. As reported, the catheter was bent and there appeared to be a pinhole. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.